Manufacturer narrative:
03 august 2021, medwatch form received from the FDA. Follow up for patient # 2, a 55 year old male. H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to deliver 250 ml of remdesevir and 250 ml was delivered but a significant volume of 95 ml remained in the bag when the user facility noticed it the next day. The event happened during patient infusion at the 'np 12 med overflow' care area. There was no known patient injury or medical intervention associated with this event. No additional information is available.